Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified mediation via a plum pump. It was reported that during priming, the tubing separated from the secure lock male adapter of the tubing set. No specific details were provided; however, there was no reported delay in critical therapy. Though requested, no additional info was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k933326. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).